Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had reported significant slowness. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction information: section e initial reporter city and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several reports of significant slowness and "screen circling continuously" during login and between transactions. The technical support specialist accessed the station remotely and reviewed data sync logs, confirming no communication issues and no variation in change tracking, indicating the latest update was present. Verified that the station¿s speed and duplex settings were configured to 100 mbps half duplex. Stopped the data sync process, backed up the database, dropped the existing database, and initiated a full sync. Completed data synchronization and rebooted the station successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had reported significant slowness. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.